Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g1(contact person ¿ mfg site), g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported an unusual odor and smoke were emitted from inside the device. Fse confirmed that the device would not start even when turned on. He checked the power supply system and determined that the battery had deteriorated and become overcharged, which caused the incident. The problem disappeared when the battery ((B)(4)) was replaced, and the device was charged for several days, but no recurrence was observed. After that, a functional check was performed and it was confirmed that there were no problems. The result was good.

Event description:
N/a

Event description:
It was reported that while the device was stored in the hospital, the cs300 intra-aortic balloon pump (iabp) had an unusual burnt odor was emitted from inside the device. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.